Event description:
It was reported that the humeral head was very scratched when removed from packaging. Inner plastic container is noticeably worn and dimpled where head sat.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.